Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a revision surgery to treat disease progression. During the surgery while trying to implant the 36 standard glenosphere, it appeared not to engage with the baseplate. Various retractor positions and soft tissue releases did not help. Case delayed by 1 hour. Rectified by using the eccentric glenosphere that was fixed without difficult. Surgeon complained the product was defected.

Manufacturer narrative:
Correction: please refer to d9/h3 -device not returned: the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery to treat disease progression. During the surgery while trying to implant the 36 standard glenosphere, it appeared not to engage with the baseplate. Various retractor positions and soft tissue releases did not help. Case delayed by 1 hour. Rectified by using the eccentric glenosphere that was fixed without difficult. Surgeon complained the product was defected.